Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Additional information received noted lead fracture.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.4-13.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 39.2-39.7cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 7.4-9.5cm, 7.4-11.0cm, and 9.8-11.8cm from the distal tip. Internal insulation abrasion was noted at 15.9-16.1cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 19.3-19.6cm and 21.0-23.1cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 4.4-4.6cm from the distal tip. The inner coil was exposed at this location. Internal insulation abrasion under the rv shock coil was noted at 6.2-6.5cm from the distal tip. The sensing conductor etfe was abraded at this location. This is consistent with the observation from the field of noise and inappropriate therapy.

Event description:
It was reported that a patient presented in the ER after receiving inappropriate therapy due to lead noise. Some episodes were aborted. The noise was reproducible with isometrics. It was noted that the patient was in a car accident one month before the incident. The lead was explanted and replaced with no complications to the patient.